Manufacturer narrative:
Section d4: in the initial report the serial number was reported as (B)(6), however, it was later determined that the serial number is unknown. Section h6 (patient code): correction, blood loss is reported against the pump under MFR #: 2916596-2020-03123. Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log file. The log file contained approximately 2 days of data (on (B)(6) 2020) per the timestamp). The log file captured intermittent pump stops and speed drop events while connected to the mpu, triggering pump off, low flow hazard, driveline disconnect, and low speed advisory / hazard alarms; these events are addressed via the pump investigation (reference MFR#: 2916596-2020-03123). The driveline was disconnected on (B)(6) 2020 at 14:39:58 and both power cables were disconnected approximately 1 minute later, indicating that the controller was exchanged. No additional events were captured after the disconnection of the driveline and power cables. No other notable alarms were active in the log file. The reported pump stops/speed drops and associated alarms could not be correlated to an issue with the system controller. The account communicated that the controller was exchanged on (B)(6) 2020. Multiple requests were made to obtain additional information (including if the exchanged system controller would be returned for evaluation); however, no response was received. The root cause of the controller exchange could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off hazard, low flow hazard, low speed advisory/hazard, and driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number #2916596-2020-03123. The patient's controller was exchanged on (B)(6) 2020 in relation to pump stops, driveline disconnects, and short-to-shield. No further information was provided.